Event description:
It was reported that "the burs was broken when surgeon was doing craniotomy." It was reported that there was no patient impact. On follow up, it was reported that the malfunction was identified during a craniotomy procedure. No other actions were taken. Procedure was completed with a back ¿ up. It was confirmed there was no patient/staff impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was received used and broken. It was noted that impact defects will create start points for crack propagation to occur creating a fracture face across the tool cross ¿ section. This will occur with normal loads. The likely cause of the tool breakage was due to surgeon making contact with other metal objects during dissection and tool failed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. (B)(4).